Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 1427.9 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a motor stall was seen upon interrogation and the patient had not had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed the motor stall was active. Motor stall considerations were reviewed. No symptoms were reported. The event date was provided as (B)(6) 2019. No further complications were reported or anticipated.